Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor was missing, and the thread was probably too short. The product was already in the patient who was infected with corona. Product infectious, therefore thrown away. A 6fr femoral sheath was used. The patient was stable. The patient was not harmed. Additional information was received on 21sept2023: the procedure prior to angio-seal use is unknown. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It is unknown if there was a pre-deployment angiogram performed. There were issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with manual compression. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed since the sample was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper deployment of the component. The device history record (DHR) review was unable to be performed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).